Event description:
Fastx device was being used by distributor for training using live subjects. The operator-in-training attempted to deploy the fastx into the live subject; however, they were unable to obtain an insertion of portal of the infusion tube. An initial review of the incident indicated that the operator-in-training did not push the handle of the fastx down completely. (B)(4).

Manufacturer narrative:
Still under investigation.